Manufacturer narrative:
The patient sample was received for investigation. The investigation found that the customer's high troponin results were able to be reproduced. The presence of an interfering factor could not be shown. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The sample was received for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable elecsys troponin t hs results for one patient tested on a cobas e 801 analytical unit. The value did not match the patient¿s clinical picture. The sample initially resulted in a troponin t hs value of 182 ng/l (expected values: 0.0-14.0 ng/l). The physician did not agree with the result and the sample was therefore tested in a different laboratory for troponin I by using an immunoluminiscence method. The troponin I result was 0.01 ng/ml (expected values: up to 0.03 ng/ml).